Event description:
On (B)(6) 2023, a spontaneous report from the united states was received via email regarding a consumer (age and sex not provided). On an unspecified date, the consumer used dr. Scholls freeze away skin tag remover for skin tags. The details of how the consumer used the device were not provided. On an unspecified date after starting to use the device, the consumer experienced her skin burning, swelling, and bleeding. Subsequently, she went to her doctor. The consumer noted that she had second degree burns. No further information was provided.

Manufacturer narrative:
Additional manufacturer narrative: complaint received from amazon consumer and we were unable to get additional information or the device returned. No further investigation can be completed at this time. This report and the information submitted under this report do not constitute an admission that the device or scholl's wellness or any of its employees caused or contributed to the event described within this report.